Event description:
The exhaust hose pulled off of the motor during surgery, causing oil to leak out into the pt wound site during a total shoulder revision. The would was lavaged with saline and clorpactin was administered. A culture sample was taken of the oil present on the drill. On follow up, it was reported that there was no pt impact. The results from the culture will not be made available to co.